Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor in july, 2018 involving a devilbiss oxygen concentrator that demonstrated a "loud buzzing noise, red warning alarm, very hot." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the rear cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.